Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issue of the device providing low fio2 (fraction of inspired oxygen) readings and low exhaled tidal volume (vte) levels was confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the ift.

Event description:
An authorized service provider (asp) contacted ventec to report that the device was providing low fio2 (fraction of inspired oxygen) readings and low exhaled tidal volume (vte) levels. There were no reports of patient involvement associated with the reported event.